Manufacturer narrative:
Investigation results: one flexiva 200 tractip laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared used. Additional examination under magnification revealed that the tip was minimally degraded. The fiber was returned broken into two pieces. The first piece measured approximately 312.8 cm from the top of the connector to the break. The second piece measured approximately 5.0 cm which includes the entire distal tip. There were burn marks at the breaks. The condition of the returned device confirms that the fiber was broken. Therefore, a review and analysis of all available information indicated that the root cause is supplier manufacturing execution error. The product likely failed to meet the specifications due to the manufacturing process at the supplier site. There is an investigation to address this issue. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on october 19, 2017 that a flexiva 200 tractip laser fiber was used during a flexible ureteroscopy procedure in the kidney performed on (B)(6) 2017. Reportedly, the laser unit used was lumenis holmium laser console with settings of 0.3 joules x 25 hertz = 7.5 watts. According to the complainant, during the procedure and inside the patient, the laser fiber broke 5 cm from the tip towards the end of the case. The fiber broke inside the scope and there were no fiber fragments that fell inside the patient. A leakage test was performed by the nurse and a leak was noted in the working channel of the scope which was reportedly caused by the broken fiber. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Mfg site name-(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a flexiva 200 tractip laser fiber was used during a flexible ureteroscopy procedure in the kidney performed on (B)(6) 2017. Reportedly, the laser unit used was lumenis holmium laser console with settings of 0.3 joules x 25 hertz = 7.5 watts. According to the complainant, during the procedure and inside the patient, the laser fiber broke 5 cm from the tip towards the end of the case. The fiber broke inside the scope and there were no fiber fragments that fell inside the patient. A leakage test was performed by the nurse and a leak was noted in the working channel of the scope which was reportedly caused by the broken fiber. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.